Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2021 was chosen as a best estimate based on the date of receipt. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The returned truetome 44 was analyzed, and a visual evaluation noted that the cutting wire was broken near the distal pierce hole. Additionally, the working length was twisted at the distal section. The device was observed under magnification and the cutting wire was blackened, and the cut of the cutting wire was not smooth. A functional evaluation was performed by loading a test guidewire through the guidewire port and it advanced as intended. Bowing and orientation tests were not performed due to the condition of the cutting wire. Leakage test was performed by injecting water through the injection port and it flowed through the device as intended without leaks. No other problems with the device were noted. The product analysis revealed that the cutting wire was broken and blackened. The cutting wire being blackened indicates that the device was energized. Based on the condition of the device, the problem found could have been caused by manipulation of the device during procedure, if the device was not completely in contact with the tissue when current was applied or if maximum of voltage exceeded as per instructions for use states. Moreover, the working length could twist if multiple attempts were made to rotate the device for a correct positioning. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lots, and a DHR history review on the most probable lots did not identify any anomalies or deviations within manufacturing/service processes that could have contributed to the event. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
Boston scientific received a truetome 44 device with no associated information. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. Evaluation of the device revealed a broken cutting wire.